Event description:
It was reported that during a coronary stenting treatment procedure, a dissection and stent embolization outside of the pt's body occurred. The lesion being treated was located in the proximal right coronary artery (rca). The physician advanced the device and inflated the balloon of the 3.50x12mm liberte bare metal stent. During deflation, a dissection was observed. It was also found that the stent was not implanted. The stent shifted was found inside the plastic protection cannula. The procedure was completed the following day with another liberte bare metal stent. Patient status reported as "stable". Additional info was requested, but not provided.